Event description:
A 28 mm diameter x 16 mm diameter a 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for treatment of an 6.8 cm abdominal aortic aneurysm. Aneurysm size and vessel morphology at the time of implant are unk. It was reported that the pt was lost to f/u. It was reported that approx 46 mos post implant the pt was emergently brought in for severe back and abdominal pain, the pt was diagnosed with a urinary tract infection. The pt was given medication and sent home. Later that same week the pt returned to the ER with a ruptured aneurysm. The physician elected to remove the stent graft system, converting the pt to conventional open surgical repair. The CT demonstrated that the aneurysm was 12.8 cm at the time the aneurysm ruptured. During the removal of the stent graft the physician determined that there were no type I, iii or IV endoleaks, it is possible that the enlargement of the aneurysm was due to a type ii endoleak. The stent graft was retained by the user facility. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval codes, results: 313 inherent risk of procedure (endoleak), 317 pt's condition affected effectiveness of device (pt was lost to f/u and type ii endoleak). Eval codes, conclusions: 50 device failure/lack of effectiveness related to pt condition (pt was lost to f/u and type ii endoleak).